Event description:
It was reported that this pacemaker exhibited farfield oversensing. This patient experienced true atrial fibrillation (af) that lasted 3 seconds. The oversensing was blanked. Technical services (ts) discussed increasing limits to suppress premature ventricular contraction (pvc). This device remains in service. No adverse patient effects were reported.